Event description:
Customer reported that the device had a service indication. Physio-control evaluated the device and observed several fault codes logged in the memory that indicated a possible failure to deliver defibrillation energy. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and confirmed that the assembly was not able to deliver defibrillation therapy. However, further component root cause of malfunction was not determined.